Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
On (B)(6), 2010, the primary surgery (med: micro endscopic disectomy: no implant was used. Reduction by endoscopy only) was performed for spinal stenosis. On (B)(6), 2010, the revision surgery (l4/5 tlif using mantis) was performed. During the revision, the oic peek cage was placed but it appeared to be not deep enough on the image (c-arm), thus, the surgeon impacted the cage using final impactor (cat#873014) and a plastic hammer, then cage fractured. The surgeon was not impact too strong. Distractors (8mm & 9mm) were used. The fractured cage was removed and another same size cage was placed by different surgeon.